Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported with a description of faulty intraocular lens (iol). Additional information has been requested and received stating lens leg haptic was twisted and the procedure was completed on same day using another replacement lens.